Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on the last sensor she got a calibration error and change sensor alert. Customer stated that her sensor glucose and blood glucose readings were off and she would get a threshold suspend alarm. Customer checked her blood glucose and it was at 124 mg/dl and her sensor glucose value was at 64. Customer tried to calibrate but got a calibration error. Customer was working out at the time of the bad sensor alert. Customer was advised to remove and change out the sensor. Customer will be sent a replacement.